Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22jan2019. A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and ¿peri-implant seroma.¿ the device has been explanted.